Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a no-image and scope communication error (e228) with an olympus colonovideoscope during a diagnostic colonoscopy while the device was in use. The procedure was completed with the same device, and no patient injury occurred.